Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients dependent and/or concern for symptomatic with mode switch to have prophylactic generator change. Patient is intermittently dependent on pacemaker. Patient had generator change on [redacted].